Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to clean the pump and guided them through properly loading a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.